Event description:
Related manufacturer reference number: 1627487-2022-06241. It was reported the patient fell and an infectious wound formed near the patient's ipg. As a result, surgical intervention occurred wherein the patient's ipg and extension was explanted to address the issue. Follow-up information indicated the infection resolved, and patient was re-implanted with a new ipg and extension.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
An infection at the patient's ipg was reported to abbott. As a result, the patient's ipg and extension was explanted to address the issue. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg and extension site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the infection resolved.